Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia and insulin pump was under delivering. The customer blood glucose level was 600 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The auto mode was not active. Customer was treated with manual injection. Customer alleged insulin pump was under delivering the insulin because insulin pump was not working okay because an a hour ago she deliver insulin and she was still high. The devices will not returned for analysis.